Manufacturer narrative:
Baxter has opened CAPA to further investigate high bacteria issues. This CAPA is currently in-process.

Event description:
On june 23, 2006, the facility contacted baxter technical service to report a system 1000 needing disinfection and a preventative maintenance. On july 07, 2006, baxter contacted the facility to determine why the disinfection was needed. A nurse at the facility confirmed the instrument had failed a bacteria culture. The nurse stated that the facility has a separate company come in routinely to disinfect the instruments. The nurse further stated that the instrument is currently back in use. There was no patient injury or medical intervention reported in association with this incident. No further information is available at this time. If additional information becomes available, a follow-up report will be sent.